Manufacturer narrative:
Age at time of event: under 18 years. (B)(4).

Event description:
It was reported that product sterility was compromised. A 7.0mmx20mmx80cm (4f) sterling¿ balloon catheter was selected for use. However, during unpacking, in an attempt to take the balloon catheter out, the catheter came off from the package and fell down which do not usually happen. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated.   Device evaluated by MFR.: returned product consisted of a sterling balloon catheter with the balloon protector over the balloon. The shaft and balloon were examined. There was no damage to the device. The packaging was not returned. There were no irregularities with the device. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event.   (B)(4).

Event description:
It was reported that product sterility was compromised. A 7.0mm x 20mm x 80cm (4f) sterling¿ balloon catheter was selected for use. However, during unpacking, in an attempt to take the balloon catheter out, the catheter came off from the package and fell down which do not usually happen. The procedure was completed with a different device. No patient complications were reported.